Event description:
It was reported that the device was used during an unknown procedure. It was reported that the staples fell out of the device. It is unknown how the case was completed. There was no consequence to patient.